Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found related to the complaint. The device was opened for further evaluation and moisture damage was found. The complaint was confirmed for receiver cease to function due to moisture damage. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).